Manufacturer narrative:
Other, other text: b5: additional info received via email 12-nov-2021:date of event is unknown, there was no patient involvement, the event occurred during testing. H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the white tube fitting was found damaged and the speaker was loose. The customer stated problem was duplicated. There was an impact of the device found. Replace housing and repaired the speaker. The cause of the reported problem was traced to the user manipulation of the device. The DHR review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the initial manufacture or prior repair of the device.

Manufacturer narrative:
Other, other text: b5: additional info received via email 12-nov-2021:date of event is unknown, there was no patient involvement, the event occurred during testing. H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the white tube fitting was found damaged and the speaker was loose. The customer stated problem was duplicated. There was an impact of the device found. Replace housing and repaired the speaker. The cause of the reported problem was traced to the user manipulation of the device. The DHR review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the initial manufacture or prior repair of the device.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(6), as a result of warning letter cms# (B)(6). Please disregard the initial report submitted with the MFR number: 3012307300-2021-09179. The report was submitted in error.

Event description:
Information received a smiths medical patient monitoring/bci capnography monitor capnocheck ii - 8400 has err co2 sensor. No patient adverse events reported.